Event description:
Reportedly, the pt underwent a cholecystectomy procedure. The suture used to close the fascia broke 2 days post-op. The pt was brought back to the or and was resutured without complication. No add'l info was available.